Event description:
The customer reported having issues with the insulin pump and running high blood glucose. Customer's blood glucose was 525 mg/dl. Customer stated that he treated with manual injection. Customer's blood glucose was high and bolus was not delivered after taking off set and running units through. Customer changed that set and the insulin worked fine. Advised the customer this can be caused by vent blockage and that as air builds up in that compartment the pressure was moving the reservoir even without holding the act button. Customer disconnected the tubing adn reservoir was wet. Customer stated the cannula was bent and advised that would have contributed to his high blood glucose. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of out knowledge. (B)(4).